Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged a smell of burnt metal in the using time, and there was a small hole on the blower side top of the device, also the top part was melted around that area. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection confirms a thermal failure of the device has occurred.